Manufacturer narrative:
The investigation for the positioning issue and access site bleed has been completed. Data logs showed no positioning alarms were triggered during support. There were intermittent suction alarms on but were resolved quickly. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. The root cause of access site bleeding was most likely due to anticoagulation management related as the act was 340 (normal range 160 -180) at the time the bleeding occurred. Added-h6 impact code 4628.

Event description:
The user facility reported a patient indicated as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and experienced an access site complication and positioning issue. The impella cp pump was successfully implanted. The right femoral artery was oozing. No hematoma was noted. Manual pressure was applied, angle of insertion was maintained, and two purse string sutures were used. Additionally, it was noted that the pigtail of the pump was against the apex. The physician attempted to pull the impella cp pump back but could not as the inlet was in outflow track right under the valve. The physician acknowledged the recommendation that the pigtail be in a free space of the ventricle. However, the decision was made to maintain the position of the pigtail and closely monitor.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿